Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had no pockets detected on the bus. A field service engineer removed the back panel to inspect cable connections and light emitting diode lights. The drawer board was not functioning properly. The field service engineer reseated the cables, but the issue remained. The drawer controller board was replaced, and the station was restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was off the bus and drawer 4.2 says failed to open and it is open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.